Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documenta-tion was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the as-returned state, the complaint device was still located inside of the introducer sheath used in the intervention but could be pushed out distally. The technical investigation confirmed that the balloon has been inflated and is thus not well folded anymore. The balloon has burst longitudinally over a length of about 33 mm, starting about 2 mm proximal to the proximal radiopaque marker. Microscopic inspection of the balloon surface revealed scratches in close vicinity of the tear which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections, each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the patient's anatomy.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of the left sfa. The balloon ruptured prior to nominal pressure.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of the left sfa. The balloon ruptured prior to nominal pressure.